Manufacturer narrative:
No serious injury or death involved in this complaint. Malfunction alleged. Per the independent repair center, the customer alleged problem is unit is alarming. The key failure is the sieve beds smell and are dusted/blown. Additional malfunction is the power switch has no alarm. (B)(4).

Event description:
Per the independent repair center, the customer alleged problem is the sieve beds are dusted. The key failure is the sieve has a bad odor and dusted. Additional malfunction is the power switch has no alarm.